Event description:
Boston scientific crm received information that this right ventricular defibrillation lead was fractured. The patient had received six inappropriate shocks due to the fractured lead. A revision procedure was performed; the lead was surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
A new right ventricular lead was successfully implanted. As the abandoned lead was not returned for analysis; the clinical observations could not be confirmed. Should additional information become available, an amended report will be submitted.